Manufacturer narrative:
The probable root cause of the reported issue can be attributed to a fault on a component or module within the erbe generator. This issue can be resolved by replacing the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was installed onto a golden system and functioned as expected. During visual inspection, a bezel has a crack top left corner.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the bipolar energy was not activating form the erbe generator. The customer had power cycled the erbe generator and replaced the instrument and energy cable but the issue persisted. The technical service engineer (tse) had the customer hard power cycled the erbe, the unit powered on without errors but the bipolar energy was sting unfunctional. The customer located a force triad generator and the tse walked them through connecting it. The customer encountered another bipolar energy failure. Tse recommended reseating the sterile adapter of the instrument on the universal surgical manipulator 2 and if possible moving the instrument to a different arm and try and locate a known new instrument energy cable. Customer stated they are continuing as planned and will try to find another instrument energy cable. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was already powered on and had completed a case prior to the issue without any faults. The case was completed robotically after the customer connected a force triad generator for bipolar energy.